Event description:
Reference number (B)(4). Event occurred in the germany. It was reported that the patient faced infusion set leakage event on (B)(6) 2026. The insertion site was abdomen. The infusion set was in use for one day. No further information available.